Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while disconnected from the pump after a recent subcutaneous insulin pen correction and requested assistance with an inset 23" infusion site change; the prior infusion set had been discarded and the cannula condition could not be assessed, and a guided supply change was completed with insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.